Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pca administration kit broke. The following information was received by the initial reporter with the following verbatim bd pca tubing ref 10800175- they could not remove the white cap. When they tired again the tip of the white cap broke off into the pca tubing.

Manufacturer narrative:
One sample model 10800175, lot 24045435 was returned for investigation by the customer. The set was examined for defects and abnormalities. Part of the white cap was broken off in the female luer. No defects or abnormalities were observed. The customer complaint was verified and quality notification was sent to the manufacturer. From the manufacturer's investigation, the root cause was that production personnel added solvent to the incorrect side of the female luer due fixture to prevent these conditions was not used by the production personnel.